Event description:
It was reported that the patient wore a bluetooth device around her neck and the patient¿s healthcare professional determined the device had been turning the patient¿s implants off. Battery levels were checked and everything was fine. It was noted that this was 2-3 weeks prior to the date of this report. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# v402883, implanted: 2010-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3389s-40, lot# v409757, implanted: 2010-(B)(6), product type lead. Product ID 7426, serial# (B)(4). Product type implantable neurostimulator. (B)(4).